Manufacturer narrative:
(B)(4): no device returned. The analysis results showed that the reload was received in good visual conditions and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test was performed. The event could not be confirmed as no instrument was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, contour reload could not be able to fire on the rectum. No proper staple formed. The doctor sutured the tissue to complete the procedure. Procedure was prolonged 20 minutes. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: according to the surgeon, the "b" shape of staple was not formed. The staples were deployed from the reload and not formed the proper shape.